Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens was implanted in patient¿s left eye on (B)(6) 2019 and the vision is unclear and has issues reading. Further another intraocular lens was implanted in patient¿s right eye on (B)(6) 2019 and patient can see perfectly. Reportedly patient has seen different doctors at the facility and has received different opinions. Additional information was received, and it was learnt that patient is experiencing blurry vision and thinks the astigmatism may not have been resolved in her left eye and may require readers. Patient confirmed that she has no issues with her right eye and can see clearly. Doctor prescribed her prednisolone eye drops on (B)(6) 2019 and stated that she might be having some microscopic corneal edema. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.